Event description:
After placement of the posterior chamber lens, it was determined that there was a defective haptic. This lens was explanted and an identical diopter lens was placed and dialed into position. There was no injury to the pt. Problem was identified immediately and replacement lens was implanted during the same surgery. Expiration date: 2/2001.